Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that can contribute to resistance when removing the stent delivery system (sds) include, but are not limited to, damage to the sds, anatomical conditions, damage to the stent or interaction with the guiding catheter. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. The device was not returned for analysis. The anatomical conditions reported were moderate tortuousity and 90% stenosis which appears to have contributed to the failure to cross. During removal of the stent delivery system (sds) the stent appeared to have interacted with the distal end of the guiding catheter resulting in the difficulty to remove and stent damage. In this case, the reported difficulty to remove, failure to cross and stent damage appear to be related to the operation context of the procedure and there is no indication of a product quality deficiency. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint handling database indicated no other incidents have been reported for difficult to remove the sds for this lot.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left anterior descending artery with moderate tortuosity. Pre-dilatation was performed and the 2.5 x 23 mm promus stent delivery system (sds) was advanced; however, the device could not cross to the lesion. During removal, resistance was met between the proximal stent struts and the guiding catheter, and the struts became flared. A new promus sds was used to complete the procedure. There were no adverse patient effects. No additional information was provided.